Event description:
It was reported that during pre-discharge check-up, interrogation of the atrial lead displayed a loss of capture due to dislodgement. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.